Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate as per medical opinion, the root cause of this event was most probably calcification supra-annular between rc/nc. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. After valve deployment, moderate insufficiency was noted by angiography. It was not possible to confirm if it was paravalvular or central leak since was not clearly visible by fluoroscopy and also not in tte. It was decided to post-dilate with 24mm volume with the 26mm commander delivery system. After post-dilation, trace-mild insufficiency was visible. The patient was stable however, suffered hemodynamic instability, CPR was performed, and catecholamine was given. Tte showed pericardial effusion. One (1) liter of blood was drained under stable hemodynamic condition. The patient was transferred to surgery or and was found a supra-annular rupture between nc-rc cusp, most likely where the calcium was located. The valve was explanted and an ew surgical 21mm valve was implanted with difficulties to reconstruct the ruptured annulus. The patient was under stable condition on ICU. As per medical opinion, the root cause of this event was most probably calcification supra-annular between rc/nc.